Event description:
The endotracheal tube (ett) became kinked in the back of patient's mouth due to the heated circuit. This made the ett pliable and caused the kink. This patient did have a commercial tube holder. We are unaware if the heated circuit in combination with the tube holder was the issue but my rns report having no issues on ctic with the previous version of the ett.